Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer passed away due to renal failure. It was stated that the customer was wearing the insulin pump at the time of death. It was also stated that the customer experienced several episodes of hypoglycemia two weeks prior to her hospitalization. Unable to request the insulin pump to be returned as the phone numbers on file were disconnected.